Event description:
The customer reports a false positive architect total b-hcg assay result for one patient sample generated on an architect i2000sr analyzer. The sample generated an initial result of 5454 miu/ml. A new sample was drawn and tested two days later (sid 0660001) and generated a result of <1.2 miu/ml. Both samples were then retested and both generated results of <1.2 miu/ml. There is no impact to patient management reported.

Manufacturer narrative:
This issue was previously submitted under MFR report# 3005094123-2015-00003. The suspect medical device changed from the architect total b-hcg assay, list# 07k78-30 to the architect i2000sr analyzer, list# 03m74-02. (B)(4). There were no returns available for this evaluation. An abbott field service representative (fsr) visited the customer site and evaluated the performance of the architect i2000sr analyzer. The fsr replaced the vacuum vessel drain valve (pn: 7-76447-01) and the manifold kit valve (pn: 7-77612-03). Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual, the isystem service and support manual and the architect total b-hcg assay package insert contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.